Event description:
A report was received that the patient underwent an ipg replacement due to difficulty charging. The patient is doing well following the revision.

Event description:
A report was received that the patient underwent an ipg replacement due to difficulty charging. The patient is doing well following the revision.

Manufacturer narrative:
The complaint of difficulty charging was not confirmed. Both ipg's passed all visual, electrical, performance, and photographic imaging tests performed. The devices exhibited normal charging characteristics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-1110, serial#: (B)(4), description: precision implantable pulse generator (ipg).